Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 7th of june 2025 and 18th of november 2025 recorded a stable pacing impedance of 450 ohms and a slightly gradual rising shock impedance from 70 ohms to 80 ohms. Furthermore, an initial p/r amplitude of 3 mv with an increase to 10 mv at the end of the recordings was observed. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that undersensing in the ventricular channel was observed. Lead currently remains implanted. Should additional information be received, this file will be updated.